Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. The battery compartment was found to be cracked along the side. Unrelated to the complaint, the text on the display was found to be dim and had a red hue. Also unrelated to the complaint, the audio bolus button cover was found to be missing and was unable to be tested.

Manufacturer narrative:
(B)(4).